Manufacturer narrative:
Age as of 2014-oct-29. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving an unknown drug with an unknown concentration and unknown daily dose via an implantable pump. The indication was not provided in the report. It was reported that the patient had difficulty to do the bolus with the patient programmer because they couldn't find the pump. After checking with the hcp, it was found that the pump was inverted and had to be inverted manually by the doctor to resolve the problem. The hcp proposed that the patient wear a large belt to immobilize the pump and avoid the possible inversion. They reported that they wanted to "fix" the pump as an intervention, but the patient stated the day after that they didn't want that anymore for an intervention. The hcp reported that the "fix" could wait, but if the problem came back, they would have to "fix" it. It was indicated the event was resolved without sequelae (B)(6) 2015. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the drugs being used in the pump were bupivacaine 9mg/ml at 5mg/day, hydromorphone 3mh/ml at 1.66mg/day, and clonidine 150mcg/ml at 83.4mcg/day. The serial number of the patient's programmer was unknown.